Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22april2019. (B)(4). The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. It was recommended that the battery be replaced. The customer declined to purchase a new battery. The customer opted to operate the unit on ac power.

Event description:
It was reported that the unit's battery failed. There was no patient involvement. Event date not specified, estimate used.